Event description:
The customer reported that the 7900 system needs a trsl module installed. No pt injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite evaluation. The upgrade kit was installed. The system was tested and operates as intended.